Manufacturer narrative:
This report is submitted on july 02, 2024.

Event description:
Per the clinic, the patient experienced wound dehiscence and an infection at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics for 10 days and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. On (B)(6) 2024, the patient was treated again with 14-day course of oral antibiotics. The implanted device remains.